Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 3.4; lab: 7.2. This case qualifies as an adverse event. Medical intervention was required but no detail of what intervention was performed. Adverse event follow up: patient is now in stable condition.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 3.4; lab: 7.2; mean: 5.3; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The readings in considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.